Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) had an infection and was treated with intravenous antibiotics. A revision was performed and the crt-p along with the right ventricular (rv) and right atrial (ra) leads were explanted, while the left ventricular (lv) lead remains in service. No additional adverse patient effects were reported. The device was not returned for analysis.